Manufacturer narrative:
Other relevant device(s) are product ID: 3889-33, lot#: va1kb7a, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #:(B)(4), ubd: 25-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient said that they received implant due to a "botched" surgery. Patient said that she received implant 3 years ago, said that the trial worked wonderfully however said that didn't receive the same level of symptom control once received the implant. Patient said that she did have 50% improvement compared to before trial. Patient said that she stopped wearing a diaper and was able to switch to heavy pads and did have reprogramming sessions. Patient said that managing doctor told her that 50% improvement may be the best they will experience. Patient said as a result,  went to see another urologist and yet another urologist, who did test her lead. Patient said that only has two working "leads"of the four and the remaining two are not viable, and needs to have another lead put in. Patient indicated that this lead never worked. Patient said that the last few months her symptoms have become worse.  The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They reported that regarding the lead issue, they stated that the leads were not contacting in the correct location. They still have the device implanted, but it is turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.